Event description:
Information was received from the patient regarding their external device. It was reported by the patient that 'several times a day, I get a message that the pump isn't responding.' Patient stated this had been happening 'a few months off and on.' Patient confirmed there was no service code or other messages that come up. While on the call, patient mentioned 'for as long as I've had this thing, I still have problems once in a while to get it to connect.' Patient mentioned it would get to 91% and stalls there. Patient stated 'it has to be in that spot. It takes a long time, and not always easy to hold it there. I plug it in, and I restart it, and it still knows it. It's been a couple days or more. I have to connect a couple times, but it's always like that. Neither of the devices have been wet but have been dropped a couple times. I've done that before, but he hasn't done anything for them. ' agent assisted patient in connecting to their pump and patient confirmed they were in a 22 minute lockout. Patient mentioned they get their pump refilled on the 3rd and they had noticed that it seemed to take longer to connect the closer that they were to their refill date. Additional information was received from a healthcare provider (hcp) and it was reported no diagnostics were completed. It was noted these were frequent complaints from patients. The cause of the patient¿s connectivity issues not determined. No actions were taken to resolve the event. The event was not resolved.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# unknown product type: accessory; product ID: a820 serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.